Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric surgery procedure, the handpiece did not seal normal fatty tissue well. There was evidence of energy delivery and end tones were heard. There was no re-grasp error or alert. Several energy applications were made and it did not seal. When cutting, it bleeds a little (3 to 4 ml). It was repeated and the same thing happened. The handpiece was cleaned several times and was able to complete few good seals before the issue occurred. A new handpiece was used and it worked fine. Blood transfusion was not necessary.

Manufacturer narrative:
D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric surgery procedure, the handpiece did not seal normal fatty tissue well. There was evidence of energy delivery and end tones were heard. Several energy applications were made and it did not seal. When cutting, it bleeds a little. It was repeated and the same thing happened. The handpiece was cleaned several times and was able to complete few good seals before the issue occurred. A new handpiece was used and it worked fine.